Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. A 200cm, 8cm v-18¿ control wire¿ was advanced to the lesion; however, during procedure, it was noted that the tip of the wire came off in the patient's body. The procedure was completed with another v18 guide wire. No patient complications were reported and the patient's status was stable.